Event description:
It was reported that patient underwent a replacement procedure of his inflatable penile prosthesis (ipp) due to device performance issues. All components were explanted and replaced. Procedure was completed without patient complications related to device.